Event description:
Pencil #3. First degree burn occurred while the esu was being activated with the cable of the pencil draped over the pt's arm or body. A nurse saw some arcing, or a spark, occur at the cable to the pt. This happened with three pencils, but the same patient/procedure. The biomed and MFR's tech tested the esu and believe the esu did not cause or contribute to this event.